Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: h6, h11. 3 previously reported events are included in this follow-up record. Product return status: 3 devices were received.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. 1 event had the problem identified during a non-clinical procedure; there was no patient involvement. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. 1 event had the problem identified during a non-clinical procedure; there was no patient involvement. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 1 device was received. 1 device investigation type has not yet been determined. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 2 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 3 reported events are included in this follow-up record. Product return status 1 device was received. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. - 1 event had the problem identified during a non-clinical procedure; there was no patient involvement. - 2 events had patient involvement; no patient impact.